Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. One encor probe was returned for evaluation. The returned probe was received inside an opened inner tyvek package. The returned probe was measured and found to be within specification for that of a 7g probe. Although the returned probe was confirmed to be a 7g probe, the investigation is inconclusive as the outer shipping carton was not returned for evaluation. Per the provided sales review, the last record of the reporting facility receiving encor probes was in 2014. Whereas the reported lot numbers were manufactured during 2017. It is unknown how or when the facility acquired the reported probes. The device history records of the reported lots were reviewed with special attention to the manufacturing and packaging of this product and the product was found to have met all specifications prior to shipment. Based on the information available, a definitive root cause could not be determined. The current instructions for use (IFU) states: the encor breast biopsy probe is indicated for use in acquiring tissue for diagnosing breast abnormalities. Complications that may be associated with the use of the encor biopsy device and driver are the same as those associated with the use of other biopsy devices. These may include injury to the skin, blood vessels, muscles, organs, bleeding, hematoma and infection. The encor probe is provided sterile and is intended for single use only. Inspect the package to insure that the package integrity has not been compromised. The product is sterile unless the seal is broken. (B)(4).

Event description:
It was reported that prior to use, one probe within a box of five 10g probes was allegedly labeled as a 7g probe. There was no reported patient contact.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that prior to use, one probe within a box of five 10g probes was allegedly labeled as a 7g probe. There was no reported patient contact.